Event description:
Additional device observation codes entered. Additional patient observation code entered. See report #2124215-2012-10077 for initial death report information.

Event description:
Boston scientific received information from a patient registration consultant and field representative of a non-boston scientific manufacturer. According to the patient registration, the patient had undergone a non-boston scientific device replacement procedure in (B)(6) 2010. The chronic guidant right atrial (ra), non-boston scientific right ventricular (rv) and left ventricular (lv) leads remained in-service. Subsequently, in 2012, the patient developed signs of pre-erosion of the device. The patient was admitted to the hospital for an invasive pocket revision procedure. The chronic non-boston scientific device was re-implanted in a sub-muscular location. Shortly thereafter, the patient developed an infection. In early (B)(6) 2012, the patient was presented to the hospital's operating room (or). The chronic device and leads were extracted and a replacement non-boston scientific single chamber device and rv lead were implanted. The field representative commented that difficulties had been encountered during extraction of the ra lead. The ra lead fractured during removal attempts. Just prior to completion of the implant procedure, the patient's hemodynamic condition deteriorated. Invasive intervention was initiated and the source of the bleed in the ra was verified by the surgeon. The patient could not be stabilized and died.

Manufacturer narrative:
To date, the ra lead has not been returned to boston scientific for laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.